Event description:
On (B)(6): customer reports via phone that during an undetermined CT procedure, technologist had positioned female pt on the scanner bed with feet pointed into the CT gantry. Technologist moved the ceiling mounted injector system across the pt from one side of the table to the other. The syringe was loaded into the powerhead, but the tubing had not been connected to the pt IV access device. The technologist positioned the powerhead over the pt left side, turned away for a moment to perform another task. The powerhead then started dropping, with the tip of the syringe loaded into the powerhead, striking the pt on the upper left arm with enough force to break off the tip of the syringe. The technologist reported where the syringe struck the pt. They did not see where skin was broken, but they did see bruising at this area. On (B)(6): risk mgmt reports via phone, 41 year old female having a CT scan. The pt was initially seen in the ER, and sent for CT. Upon completion of CT, the pt was returned to the ER, where a physician evaluated the pt's upper left arm and noted a contusion, with a central point of redness about the size of a dime, and an area of red swelling around this about the size of an orange and bruising in coloration. Pt comment to physician and risk mgmt was, they are fine. Pt was admitted to the hospital for 24 hour observation based on the original ER visit, not due to this reported event. Pt had been discharged from the facility at the time of this phone conversation.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.